Event description:
One endeavor drug-eluting stent was implanted at the mid lad. Pt was asymptomatic / free of symptoms at 30 day follow up, at 6 month follow up and at 1 year follow up. Stent thrombosis of the mid lad is reported to have occurred approx 13 months following index procedure. Diameter stenosis of the mid lad was reported as less than 50%. Associated clinical signs and symptoms and angina. An angiography was performed which did not show thrombosis of a study stent. It is reported that a revascularization was not performed as a result of this event. No ECG changes were diagnosed. Troponin was elevated. Angiogram showed the stent was open. Possible stent thrombus with peripheral embolisation was reported. Investigator indicated that it is not assessable if the event was related to the study stent. Pt was asymptomatic / free of symptoms at 1.5 years follow up.

Manufacturer narrative:
Evaluation results: (stent thrombosis).